Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump was emitting call service 064 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/29/2016 with the following findings: during investigation, a review of the pump black box showed a cs 064 motor load error alarm had occurred. There was corrosion observed in the battery canister. A leak test was performed and a display lens leak was found. Further testing was not able to be performed. The pump alarmed with a cs 078 upon the first rewind attempt. Investigation revealed a motor failure occurred. The pump was opened and moisture was found to the motor drive circuit on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).